Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented to a scheduled procedure. During the procedure, the patient's blood pressure dropped and via an echocardiogram a pericardial effusion was confirmed. Pericardiocentesis and then a sternotomy was performed but the physician was unable to resolve the perforation. The patient ultimately passed away.